Manufacturer narrative:
Based on a review of the pt's medical records this is an obese pt with a medical/surgical history significant for diabetes, prostate and bladder cancer, hypertension, and multiple abdominal surgeries. Infection, recurrence, adhesions, and inflammation are all known possible adverse reactions, listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. The explanted mesh was not returned for eval. Based on the info available at this time, no definitive conclusions can be made. If additional info is obtained, a f/u MDR will be submitted.

Event description:
This event was initially reported via maude event report ((B)(4)). The following is based on medical records provided by the pt: (B)(6) 2011 - pt underwent elective repair of a right lower quadrant parastomal hernia at his ileal conduit site with composix e/x mesh. On (B)(6) 2011 - pt underwent incision and drainage of a right lower quadrant soft tissue infection, a wound vac was placed. On (B)(6) 2012 - pt underwent wound exploration, removal of infected mesh (bard and previously placed unk), repair of 2 enterotomies that were created during surgery, and the excision of small bowel fistula. The excised section of small bowel was noted to be "chronically abnormal". A non-bard mesh was placed to repair the recurrent hernia. Post explant the pt continued to have wound healing issues, including a persistent colocutaneous fistula, and wound infection at the site of his ileal conduit. Wound and blood cultures were positive and pt went into septic shock. The pt required additional surgery. Additionally the pt reports that his wound remains open requiring daily dressing changes and he remains under the care of his physicians.